Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump rear housing was damaged" was confirmed. The probable cause was force or drop. Further investigation found the downstream occlusion (dso) seal was lifting. The unit also alarmed watchdog error and would not be cleared. The front and rear housing, dso seal and printed wiring assembly were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump rear housing was damaged¿; during device evaluation it was found the downstream occlusion seal was lifting. There was no patient involvement or harm.